Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced several high blood glucose levels. Customer's blood glucose value was 419 mg/dl at the time of the call. Customer got treatment for high blood glucose at emergency room. Patient experienced high blood glucose levels of 419, 480, and 475 mg/dl. Customer reported that the high blood glucose levels began on (B)(6) 2017 around 4:50 pm. Customer bolus using insulin pump for high readings. Troubleshooting was performed. The drive support cap appeared normal. There were no leaks or air bubbles. There were no site or insulin issues. The device settings were correct. Customer changed the infusion set. The insulin pump was not returned for analysis.